Event description:
The physician attempted to use the stapler on a lavh. On dr's first attempt with the stapler, the stapling device fired, did not staple & then broke off in the pt, bleeding began & physician attempted another device. This device also misfired. Pt had to be opened due to bleeding. Total abdominal hysterectomy performed.